Event description:
Patient initially experienced back pain for greater than one year and was being treated with narcotics and injections. Patient was enrolled in a (B)(6) clinical study and was implanted with a prodisc-l at l4-l5 and l5-s1 on (B)(6) 2006. Patient was discharged to home on (B)(6) 2006. Patient was evaluated at 6 weeks, 3 months and 6 months. In (B)(6) 2007 patient presented with severe back pain. X-rays and a CT showed patient had a pars fracture at left l4. Patient underwent osteosynthesis at l4 on the left with bone and bone morhogenic protein on (B)(6) 2007. This report is #2 of 3 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. A product development event evaluation was conducted. It was noted that this adverse event is consistent with post-market experience. The failure mode of continued pain is accurately captured on the current risk analysis and is unlikely related to device design. A thorough training program for surgeons and sales consultants is in place. Surgeons and sales consultants must complete the training program which includes lecture and hands-on exercises, prior to performing prodisc-l total disc replacement surgery.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.